Event description:
It was reported that following a successful angioplasty procedure of the anterior descending artery (ada) in the diagonal artery branch and angioplasty of the right coronary artery (rca), the patient evolved with shock due to a cardiac bleed. It was suspected to be caused by a perforation of the diagonal artery by the pt2 ptca guide wire. Following draining of the pericardium, the patient was discharged after a prolonged hospital stay. Review of the procedure files can confirm successful placement of one stent in the left anterior descending artery following predilation, one in the ramus diagonal branch, and one in the rca. The films did not show any leakage in the coronary arteries following the stent deployments. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.